Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that the pump got caught on the work bench. The customer stated that there is a crack on the lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.